Manufacturer narrative:
Follow-up report #1 is to provide FDA with new information received from the user facility. A new information was provided by the user facility representative on (B)(6)2023. According to the new information, the procedure is a treatment for a botox injection into the bladder.

Manufacturer narrative:
During the inspection of the telescope 30° ø 2.7mm sl 310mm, part # 8974402, sn. (B)(4) by richard wolf medical instruments corporation in accordance with the test instructions, it was confirmed that the scope received had an unclear image. Additionally the scope housing was bent and with broken lenses. Also, there was moisture in the optic system. According to the findings, it is a potential handling problem at the user side. The telescope 30° ø 2.7mm sl 310mm, part # 8974402, was manufactured on 01/feb/2019. An analysis of the production records shows no abnormalities found during manufacturing. The device was returned for repair on 05/dec/2022 and found that fibers are broken and scope housing leaks. Thus, creating moisture inside the optics. The instructions for use, ga-s001 / en-us / 2017-03 v3.0 / eco 2016-0136 contains several descriptions of visual and functional checks which serve to detect faults prior to use on patient in sections 8: visual and function check, as well as caution note about the image quality in section 7.2.3 "check the image quality of the endoscope before use". The subject issue of bad image quality is present in the risk management file a1 - reusable rigid telescopes with and without working channel, rev. 05. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.

Event description:
The user facility representative reported regarding telescope 30° ø 2.7mm sl 310mm, part # 8974402, sn. (B)(4). "The scope was unclear during a procedure and could not see, so the dr. Stopped the procedure." Additional information was received from the user facility representative on january 27, 2023. According to the received information, the scheduled procedure was not completed, the user stopped the procedure due to image loss. A follow-up procedure is necessary to complete the planned treatment.